Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed broken skin underneath the front and back therapy electrodes. Follow-up attempts were unsuccessful, and the patient's medical outcome, as well as the outcome of the irritation, are both unknown.